Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed battery out of limit. He has tried 3 different batteries and he still gets the same alarm. The customer reported that they experienced low blood glucose levels. Customer reports they were able to clear the alarm but not able to complete rewind. Customer is out camping and does not have a back up plan. He has tried different batteries and he stated the insulin pump did turn off and he did not know it was off. Customer's blood glucose level was 2.3 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Device passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the specific range. Device was monitored and tested with no failed battery test, unexpected battery out limit alarm, low battery alert and weak battery alarm noted. (B)(4).